Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, a suture break occurred while advancing the knot. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported suture separation during knot advancement could not be confirmed as the device was returned with observed suture retrial issue with both posterior and anterior cuffs not engaged. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue suture detachment during knot advancement could not be determined. The reported suture separation during knot advancement could not have occurred because the suture knot was not formed. Information was requested to determine if the correct device was returned, and the account response indicated the correct device was returned. Based on the returned device condition, it may be possible that the plunger was not pushed flush with the handle body such that the posterior needle tip was not ejected, and the needles were not engaged. It is unknown why this was reported as a suture detachment during knot advancement. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.